Event description:
It was reported that the 9900 system had a high ma error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The voltage was adjusted, the high voltage cable was cleaned and re-greased, and the generator interface board was replaced during the service call. The system was tested and found to be working as intended, and put back into service.